Manufacturer narrative:
Device evaluation: the complaint product was not returned. Photos were evaluated. One photo shows the suspect product barcode. This appears torn around the edges. A second photo shows the suspect iol daisy wheel inside of a pouch that appears stapled. Based on the photos, no further evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 23, 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the compliant lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing that the lens had damage on the surface and on the haptic. The folding carton was inspected, and the product labels, and product barcodes were observed. The flap of the folding carton with the barcode was torn from the folding carton with the barcode intact. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) intraocular lens (iol) came without labels and identification card. Reportedly, they received a lens with altered material. Additionally, during the implantation in the right eye, it exhibited atypical behavior such as stiffness above the normal range and did not return to it¿s normal shape after implantation, necessitating explantation. The customer reported this issue is potentially harmful to the patient as they had to enlarge the incision. The replacement iol is a non jnj toric lens. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: the patient information cannot be made available due to data privacy policies and law. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, address, city, state and zip code: (B)(6). Section e1, telephone number: (B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h6, health effect - impact code: 4625 used to capture incision enlargement. Section h6, health effect - clinical code: 4581 used to capture incision enlargement. Section h6, medical device problem code: 3191 was used in lieu of 4073 due to system limitations. The code 4073 is to capture labeling issues reported. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.